Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however; the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the access port from a lap-band device was removed because it was leaking. The site of the leakage could not be determined exactly; however, "appears to be from the port area." The pt had reported a lack of restriction. The device was filled "under fluoroscopy." Later, the surgeon was not able to remove any saline from the device. The device will be returned to allergan for product analysis.